Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with case top chipped on front left corner. Event history log review was performed and found evidence of reported problem. Visual inspection, and occlusion testing were performed. The customer's reported problem was confirmed. The investigation found 'motor not running' error immediately during occlusion testing. According to the investigation, the reported problem was caused by impact knocked to the pump main board out of alignment in the extrusion slot. Service realigned the pump main board into extrusion slot, replaced damaged case top and performed occlusion test and all functional tests passed. The problem source of the reported problem is user interface.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump motor was not working, and had broken case. It was reported that there was no patient or clinical injury.